Event description:
The spouse of a patient using v-go 20 reported that there were four occurrences in which the needle button retracted (released) and the patient was unable to administer insulin. The lot number could not be provided. The devices are not available for return to the manufacturer for evaluation.